Manufacturer narrative:
D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available a supplemental report will be submitted.

Event description:
It was reported that hospitalization occurred. The patient had an atrial fibrillation procedure concomitant with a watchman procedure. A left atrial appendage (laa) closure procedure was being performed, and a watchman flx pro closure device with delivery system (wds) was selected to be used. A cavotricuspid isthmus ablation was performed after a pulmonary vein isolation (pvi). The patient received 2mg of nitroglycerin through groin sheath and then the physician waited one (1) minute before delivering ten (10) lesions at four separate locations to achieve block with post map confirmation. Anesthesia allegedly had difficulty managing the patient's blood pressure and extubating post procedure. The patient was sent to the intensive care unit (ICU). The next day the patient had a left heart catheterization where a low ejection fraction was noted, and the patient received one stent to the right coronary artery (rca). Narrowing of the vessel was noted proximal and distal to a patch of calcium. No further information was provided at the time of this report.